Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed extensive damage consistent with mis-handling. The power switch gasket and the main board switch were found to be damaged. The main board and power switch gasket were replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.